Manufacturer narrative:
H6: investigation summary unable to perform complaint lot history check for mixed product due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 8 bd veo¿ insulin syringes with the bd ultra-fine¿ needle leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: " -needle bends during use -bent prior -leakage -injection causes bump the original complaint reported by the consumer that there are... Needles bent during injection, some pen needles are bent prior to injection, leakage, injection causes a "bump under his skin.'"

Event description:
It was reported that 8 bd veo¿ insulin syringes with the bd ultra-fine¿ needle leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: " needle bends during use, bent prior, leakage, injection causes bump. The original complaint reported by the consumer that there are... Needles bent during injection, some pen needles are bent prior to injection, leakage, injection causes a "bump under his skin.'"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.